Manufacturer narrative:
The serial number of the ventilator was not provided therefore the device manufacture date is unknown.

Event description:
It was reported that during use of a 980 ventilator, a "sensor failure alarm was generated." The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The field service engineer (fse) duplicated the reported issue and replaced the capnography sensor. The ventilator has passed pvt, est, and sst and has been returned to the customer.